Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was 517 mg/dl. The customer treated bg with a bolus via the pump. Reportedly, the customer had been using a cartridge filled with humalog for more than 2 days. Cts educated customer regarding cartridge/insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.